Event description:
Information received indicates the ground loss light is flashing.

Manufacturer narrative:
The facility's maintenance found the ac power cord was wired incorrectly. Maintenance correctly wired the power cord to repair the bed.